Manufacturer narrative:
Concomitant product(s): a 693558 lead, implanted: (B)(6)2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. No capture noted on the lv lead and the lead was removed. The physician tried to implant a new left ventricular (lv) lead, but the lead had no capture and the patient continued to have stimulation. The lead was not used and not replaced. No further patient complications have been reported as a result of this event.